Event description:
Originally, there was an electronic cracking sound from the ventilator reported by the customer on (B)(6), 2009. The parts in question were returned to the manufacturer for investigation. Evaluation of the returned parts confirmed the faulty audio board. The audio board was found to have a defective audio power amplifier (u1). If it were to recur, the faulty audio board has a potential for causing the ventilator to be unable to produce an audible alarm. Replacing the faulty part with new one fixed the problem.

Manufacturer narrative:
(B)(4).